Manufacturer narrative:
Product analysis: ¿ as found condition: the hyperglide balloon catheter and guidewire were returned for analysis within a shipping box, an opened hyperglide outer carton (b742843), and a plastic pouch. The guidewire was returned within the hyperglide balloon catheter. ¿ damage location details: the guidewire was returned extending out from within the hyperglide catheter hub for ~37.5cm and from within the catheter distal tip for ~4.4cm. The guidewire was found bent at ~3.0cm and ~2.5cm from its distal tip. The hyperglide catheter body was found stretched from ~4.5cm to ~3.0cm from the catheter distal tip. Upon microscopic inspection, a hole in the balloon tubing was observed. ¿ testing/analysis: the guidewire was found to be stuck within the hyperglide balloon catheter. Therefore, balloon inflation testing could not be performed. ¿ conclusion: based on the device analysis and reported information, the customer¿s ¿balloon leak¿ report could not be confirmed as balloon inflation testing could not be performed. However, it is likely that the damage found with the balloon (hole) contributed to the reported event. However, the cause of the damage could not be determined. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. The device was prepared as indicated in the IFU. The cause of the balloon leak was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the treatment of a patient with severe obstructive hypertrophic cardiomyopathy, a leakage of the hyperglide 5.0 x 15 mm balloon system occurred before its use. The patient was undergoing embolization of coronary vessels with polymer, protected by a remodeling micro-balloon. Despite correct use and adequate testing with a 0.010 micro-guide and proper positioning, leakage was observed during a saline solution test prior to insertion into the guide catheter. Another identical balloon from a different batch was used, and the procedure was completed successfully without complications. No patient complications have been reported as a result of this event.